Event description:
It was reported that a patient developed small blisters on the outide of the mouth after contact with a prosthetic fashioned with lucitone fas port acrylic denture resin. No blisters were present on the inside of the mouth and there were no other symptoms; no medical intervention was required. The doctor believes the patient is allergic to acrylic.

Manufacturer narrative:
While it is unknown if the lucitone used in this case caused or contributed to the patient's symptoms, it is possile as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. No investigation is possible due to the fact that the product was not returned and because the lot numbers provided were found to be invalid. Add'l lot # 0611101.